Manufacturer narrative:
The previous investigation of this event was indicating that the root cause was an undetected movement of the patient skin but a review of the data log files indicated that the root cause is in fact the design defect br-120. This design defect is currently being escalated as part of the field action (B)(4). B4 date of this report, d3 manufacturer, g1-2 contact office, g4 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer, h6 event problem and evaluation codes, h7 remedial action, h9 correction/removal reporting number, h10 additional narratives/data.

Event description:
During during guidance stage of the surgery, surgeon noted incorrect arm position compared to planned position. After a system restart the issue disappeared.

Event description:
During guidance stage of the surgery, surgeon noted incorrect arm position compared to planned position. After a system restart the issue disappeared.

Manufacturer narrative:
The previous investigation of this event was indicating that the root cause was an undetected movement of the patient skin but a review of the data log files indicated that the root cause is in fact the design defect br-120. This design defect is currently being escalated as part of the field action (B)(4). B4 date of this report, d3 manufacturer, g1-2 contact office, g4 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer, h6 event problem and evaluation codes, h7 remedial action, h9 correction/removal reporting number, h10 additional narratives/data.

Event description:
During guidance stage of the surgery, surgeon noted incorrect arm position compared to planned position. After a system restart the issue disappeared.